Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the blood parameter monitor (bpm) was not reading partial pressure of carbon dioxide (pco2). Bpm calibrated fine, but they always get an "80" on pco2. Then when the perfusionist (ccp) tried to recalibrate with the number he received from the laboratory, he got an error message. Perfusionist used a independent laboratory analyzer with this bpm. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 10/08/2014: on the initiation of cpb, when the blood parameter monitor (bpm) was placed in the operate mode the pco2 would read 80 mmhg or (out of range). The ccp stated they gas calibrated the shunt sensor per normal practice, and the calibration was successful. In further discussion with the ccp, they recently changed priming solutions from normosol to plasmalyte.

Manufacturer narrative:
The change in prime solution was due to a supply issue from the vendor. Both of these solutions are acetate containing solutions, but the ccp noticed that the prime ph was lower with this newer solution. There is a warning in the operator manual that describes potential damage to the pco2 measure with the bpm. The ccp stated that since this experience, he has not placed the sensor in the circuit until after cpb (blood exposure) has been initiated. They have not seen the issue since that procedural change. Going forward, they have plans to add buffer (sodium bicarbonate) to the prime to raise the ph. The procedure was completed successfully, without delay and without associated blood loss. A lab analyzer aws used for pco2 measurement.